Event description:
It was reported ongoing intermittent occlusion alarms occurred. Blood glucose level was recorded at 280 mg/dl. A systems check with tandem technical support verified the pump was functioning as intended, however, a replacement pump was sent to the customer.